Manufacturer narrative:
Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported replace sensor issue with the freestyle librelink application resulting in the customer being unable to receive glucose alarm notifications with their sensor. Libre 2 sensor was successfully started, received glucose notification readings and alarm notification in the application (google pixel 4a android 13 3.4.0.9487). Thus the complaint was unable to reproduce. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with a samsung galaxy s22 with android version 13 operating system, version : 3.4.0.9487. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring third-party administration of juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc application in use with a samsung galaxy s22 with android version 13 operating system. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring third-party administration of juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported a replace sensor error. Attempted to replicate the user¿s complaint using similar configuration of google pixel 4a with android 13 for app version 3.4.0.9485 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed.

Event description:
An error message was reported with the adc application in use with a samsung galaxy s22 with android version 13 operating system, version : 3.4.0.9487. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring third-party administration of juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.